Event description:
It was reported that a there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient when it was noted that there was a thrombus present on the tip of the sheath and core wire. The sheaths were aspirated and following this the thrombus was no longer visualized in the patient. The procedure was continued and the after the release criteria was checked the closure device was successfully implanted in the laa of the patient. There was no thrombus visualized on the device after implantation. There were no other patient complications that occurred. The patient did well overnight and was discharged home as planned.